Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing chest pain. Log file analysis showed no external power events on (B)(6) 2020 which were caused by power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarms were confirmed via the submitted log files. The mobile power unit (mpu) was not returned for analysis; however, 3 log files were submitted for review. There were found to be multiple intermittent strings of no external power alarms active. The three submitted log files each spanned approximately 3 days. The alarms were found to be active on; (B)(6) 2020 at 00:49:32, 20:54:51, 23:12:18, on (B)(6) 2020 at 00:54:16, on (B)(6) 2020 at 00:52:30, 00:52:37, 53:04, 10:22:29, 10:22:52, 10:51:17, 10:51:32, 11:01, on (B)(6) 2020 at 00:55:14, (B)(6) 2020 at 11:37:56, 21:54:29, and on (B)(6) 2020 at 23:17:45. The no external power alarm activated each time due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. The alarms activate while the controller is connected to the mpu and appears to be related to a loss of ac power. The alarms clear each time when power is restored to the controller. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The backup battery provided power to the system during the no external power events. There were no other notable alarms. The mobile power unit was not returned for evaluation. Attempts were made to gather more information regarding the reported no external power alarms; to date, no response has been received. The root cause for the no external power alarm while the controller was connected to the mpu was not conclusively determined but appears to be related to a loss of ac power. A device history record review could not be performed as no serial number was provided for the device. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.